Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exibited ventricular oversensing of noise, resulting in pacing inhibition. The noise is reproducible with pocket manipulation.